Event description:
It was reported that during an unknown procedure, the device fired correctly the first time, however, the jaws would not close properly following the first firing and therefore the clips did not form correctly. It is unclear if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku if so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? Asku. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator was completely visible. Please note the finding is related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.